Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown access set leaked from the chamber. The report indicated that the tubing also separated from the chamber. Patient involvement and the step of setup or therapy during which this occurred were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.